Event description:
Nurse contacted dexcom technical support on (B)(6) 2012 to report that he had experienced a hypoglycemic episode. Dexcom technical support contacted pt on (B)(4) 2012 to collect more info about the incident. Pt reported that he had experienced a hypoglycemic episode during his cgm/bg were 112/41 mg/dl. Pt became confused and disoriented and his wife tried to administer some juice before taking him to the hospital. At the hospital, pt was given dextrose. At the time of his call to dexcom technical support, pt reports he was doing fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.